Manufacturer narrative:
Manufacturer has made numerous attempts to receive additional information without success. The closurefast catheters were not returned and could not be evaluated. No lot or catalog number information is available. Further investigation of the reported event cannot be performed. If any additional information is obtained, a follow-up report will be submitted.

Event description:
Practice reported two instances of deep vein thrombosis and one pulmonary embolism following venous ablation procedures. No other information provided.